Event description:
The customer reported to the philips response ctr (rc) that while performing preventative maintenance on the device he found a problem with the display that might require that the display be replaced. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.